Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. A digital photo of an x-ray screen was provided; however, on the basis of this photo a detailed evaluation of the reported stent fracture could not be performed. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. An elongation of the stent during deployment may lead to subsequent stent fracture. Also an inadvertent movement of the hand or incorrect holding of the delivery system during stent release, or insufficient pre or post-dilation may result in an irregular stent placement. Overlapping stent placement, highly calcified vessels, the patient's condition or the vessel anatomy also may be contributing factors to an irregular stent placement and subsequent fracture. As reported, the stent was placed in the popliteal artery in overlap with a competitor's stent. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. Furthermore, the IFU states: "pre-dilation of the lesion should be performed using standard techniques." And "post stent expansion with a pta catheter is recommended." Also the IFU states: "cases of fracture have been reported in clinical use of the lifestent vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details.

Event description:
It was reported that during a routine follow-up, several stent fractures were identified eight months post stent implantation in the proximal and mid sfa for treatment of a stenosis. An additional stent needed to be placed to cover the fractured area. No patient injury was reported.